Event description:
During the implantation procedure, the device involved in this MDR report switched to magnet operation; reportedly, no magnet was applied. Therefore, the device was not kept implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. Please refer to the attached analysis report no. 070127. Review of data provided showed that: the statistics counters were resetted in 2007, i.e. Prior to the implantation procedure; upon further interrogation, the counter related to magnet operation was equal to 2, and later to 14. Upon reception, the device could be interrogated without any difficulty. The counter related to magnet operation was still equal to 14, i.e. No further switch to magnet operation was recorded. The device was submitted to the electrical test which is performed at the end of the manufacturing process; no anomaly was noted, i.e. The electrical characteristics of the returned unit are within specifications. When a magnet was applied, magnet operation was observed (pacing rate at 96 min-1) and the statistic counter was incremented. In absence of magnet, no switch to high rate pacing was observed, even after submission to some stress testing (temperature and vibration tests). Conclusion: the electrical characteristics of the returned unit are within specifications. Magnet operation was observed only when a magnet was applied. Magnet operation observed during the implantation procedure was more likely related to presence of a magnet field in the environment; however, it was not clearly identified.